Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered shock therapy, and a request was made to have the episode reviewed by technical services (ts). Ts noted the episode shows the patient received an inappropriate shock during an atrial fibrillation (af) episode. Ts observed the r-wave morphology changed from time to time with premature ventricular contractions (pvcs). The ventricular extrasystoles were double detected. Also, when the amplitude of the r-waves diminished, the t-waves were almost the same amplitude or even higher than the r-waves, and those signals were also double detected. Those double detections were responsible for this inappropriate shock. Ts noted the r-wave amplitude has dropped over the past two years based on the presenting subcutaneous electrocardiograms (s-ecgs). Automatic setup was performed, and the device chose primary sensing vector. The field was encouraged to perform in-clinic maneuvers to ensure good performance of sensing on primary vector and no oversensing of myopotentials. If there are any myopotentials oversensing, the field could program primary vector on gain x2. The physician was informed of the situation and is considering af ablation. Besides the inappropriate therapy, no other adverse patient effects were reported. This device remains in service. Additional information received indicates two episodes with noise have since been observed. A smart pass episode on (B)(6) 2025 showed non-physiological noises and a decrease in r-wave amplitude. A shock episode on the same day showed unstable baseline, signal saturation, non-physiological noises, non-visible r-waves, and even after the shock non-physiological noises are still observed. Next steps, including in-clinic troubleshooting, were discussed. The patient was hospitalized on (B)(6) 2025 and was followed-up by the local area field representative on 03-dec-2025. No noise was reproduced in any of the manipulations on any vector. The field noted that the first inappropriate shock delivered in october led to the diagnosis of endocarditis, and the health care professional (hcp) agreed the patient's recent af episode could be related to the infection as the patient does not have any documented af in the past. The results of the in-hospital troubleshooting were sent to ts for further review. Since troubleshooting did not reproduce artifacts similar to those seen in the recent episodes, a problem related to the sense b circuit is suspected by ts, and programming recommendations were discussed. Besides the hospitalization and inappropriate therapy, no other adverse patient effects were reported, and the patient's s-ICD system remains in service. Additional information received on 04-dec-2025 indicates this patient remains in the hospital with the device deactivated while discussing the case with ts. The patient is still recovering from endocarditis after extraction of former transvenous leads.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered shock therapy, and a request was made to have the episode reviewed by technical services (ts). Ts noted the episode shows the patient received an inappropriate shock during an atrial fibrillation (af) episode. Ts observed the r-wave morphology changed from time to time with premature ventricular contractions (pvcs). The ventricular extrasystoles were double detected. Also, when the amplitude of the r-waves diminished, the t-waves were almost the same amplitude or even higher than the r-waves, and those signals were also double detected. Those double detections were responsible for this inappropriate shock. Ts noted the r-wave amplitude has dropped over the past two years based on the presenting subcutaneous electrocardiograms (s-ecgs). Automatic setup was performed, and the device chose primary sensing vector. The field was encouraged to perform in-clinic maneuvers to ensure good performance of sensing on primary vector and no oversensing of myopotentials. If there are any myopotentials oversensing, the field could program primary vector on gain x2. The physician was informed of the situation and is considering af ablation. Besides the inappropriate therapy, no other adverse patient effects were reported. This device remains in service. Additional information received indicates two episodes with noise have since been observed. A smart pass episode on (B)(6) 2025 showed non-physiological noises and a decrease in r-wave amplitude. A shock episode on the same day showed unstable baseline, signal saturation, non-physiological noises, non-visible r-waves, and even after the shock non-physiological noises are still observed. Next steps, including in-clinic troubleshooting, were discussed. The patient was hospitalized on (B)(6) 2025 and was followed-up by the local area field representative on 03-dec-2025. No noise was reproduced in any of the manipulations on any vector. The field noted that the first inappropriate shock delivered in october led to the diagnosis of endocarditis, and the health care professional (hcp) agreed the patient's recent af episode could be related to the infection as the patient does not have any documented af in the past. The results of the in-hospital troubleshooting were sent to ts for further review. Since troubleshooting did not reproduce artifacts similar to those seen in the recent episodes, a problem related to the sense b circuit is suspected by ts, and programming recommendations were discussed. Besides the hospitalization and inappropriate therapy, no other adverse patient effects were reported, and the patient's s-ICD system remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered shock therapy, and a request was made to have the episode reviewed by technical services (ts). Ts noted the episode shows the patient received an inappropriate shock during an atrial fibrillation (af) episode. Ts observed the r-wave morphology changed from time to time with premature ventricular contractions (pvcs). The ventricular extrasystoles were double detected. Also, when the amplitude of the r-waves diminished, the t-waves were almost the same amplitude or even higher than the r-waves, and those signals were also double detected. Those double detections were responsible for this inappropriate shock. Ts noted the r-wave amplitude has dropped over the past two years based on the presenting subcutaneous electrocardiograms (s-ecgs). Automatic setup was performed, and the device chose primary sensing vector. The field was encouraged to perform in-clinic maneuvers to ensure good performance of sensing on primary vector and no oversensing of myopotentials. If there are any myopotentials oversensing, the field could program primary vector on gain x2. The physician was informed of the situation and is considering af ablation. Besides the inappropriate therapy, no other adverse patient effects were reported. This device remains in service. Additional information received indicates two episodes with noise have since been observed. A smart pass episode on (B)(6) 2025 showed non-physiological noises and a decrease in r-wave amplitude. A shock episode on the same day showed unstable baseline, signal saturation, non-physiological noises, non-visible r-waves, and even after the shock non-physiological noises are still observed. Next steps, including in-clinic troubleshooting, were discussed. The patient was hospitalized on (B)(6) 2025 and was followed-up by the local area field representative on 03-dec-2025. No noise was reproduced in any of the manipulations on any vector. The field noted that the first inappropriate shock delivered in october led to the diagnosis of endocarditis, and the health care professional (hcp) agreed the patient's recent af episode could be related to the infection as the patient does not have any documented af in the past. The results of the in-hospital troubleshooting were sent to ts for further review. Since troubleshooting did not reproduce artifacts similar to those seen in the recent episodes, a problem related to the sense b circuit is suspected by ts, and programming recommendations were discussed. Besides the hospitalization and inappropriate therapy, no other adverse patient effects were reported, and the patient's s-ICD system remains in service. Additional information received on (B)(6) 2025 indicates this patient remains in the hospital with the device deactivated while discussing the case with ts. The patient is still recovering from endocarditis after extraction of former transvenous leads. Additional information received from the field indicates that after receiving feedback from ts, the physician decided to reactivate the defibrillator on the vector on which the patient was programmed and to schedule an af ablation to avoid another inappropriate shock due to morphology change in atrial arrhythmia.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered shock therapy, and a request was made to have the episode reviewed by technical services (ts). Ts noted the episode shows the patient received an inappropriate shock during an atrial fibrillation (af) episode. Ts observed the r-wave morphology changed from time to time with premature ventricular contractions (pvcs). The ventricular extrasystoles were double detected. Also, when the amplitude of the r-waves diminished, the t-waves were almost the same amplitude or even higher than the r-waves, and those signals were also double detected. Those double detections were responsible for this inappropriate shock. Ts noted the r-wave amplitude has dropped over the past two years based on the presenting subcutaneous electrocardiograms (s-ecgs). Automatic setup was performed, and the device chose primary sensing vector. The field was encouraged to perform in-clinic maneuvers to ensure good performance of sensing on primary vector and no oversensing of myopotentials. If there are any myopotentials oversensing, the field could program primary vector on gain x2. The physician was informed of the situation and is considering af ablation. Besides the inappropriate therapy, no other adverse patient effects were reported. This device remains in service.